Event description:
A facility reported a sensor tip (ID 826631) broke during procedure. The surgeon successfully removed all broken fragments during the procedure, and no patient harm was caused. The event led to 10 minutes surgical delay and the procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.